Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer has two vial's of test strips (lot # 497872 and 497836) and can not recall which vial was used for the result comparison.

Event description:
It was reported the patient received the following results within 10 minutes: 21.9 mmol/l and 9.6 mmol/l. Customer has two vial's of test strips (lot # 497872 and 497836) and can not recall which vial was used for the result comparison.